Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Customer survey was inadvertently missed. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : the device was cleaned, disinfected, and sterilized before requesting repair. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly, or accessories used for reprocessing. Information on manual cleaning: wipe/brush the air/water nozzle with gauze, brush, or sponge- noted ¿yes¿. Facility noted ¿unknown¿ for abnormalities on the accessories used for reprocessing. Any concerns on reprocessing- noted no response. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections which state: operation manual "chapter 3 preparation and inspection¿ ¿3.2 inspection of the endoscope". [Inspection of the endoscope]. 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(4) hospital. The device was returned to olympus for inspection, and the customer's issue of ¿insufficient angle " was not confirmed. The following findings were noted during device evaluation: switch button 1 has a scratch, bending section as a scratch and white clouded area, and protector of universal cord on scope-connector side has a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had an insufficient angle. Upon inspection and evaluation, foreign matter adhered to the connector. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.